Event description:
Customer reported to beckman coulter, inc (bec) that there was a clenz leak at front of the coulter hmx analyzer with autoloader. Customer reported that clenz also leaked outside of the unit. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they put the instrument in shutdown and auto-startup mode before leaving for the evening. Customer reported that the instrument appeared to be working properly the next morning and there was no active leak. Bec field service engineer (fse) troubleshot the leak issue with the customer via the telephone. Customer reported that they could not duplicate the leak. Root cause is unknown.

Manufacturer narrative:
(B)(4).